Event description:
It was reported that stent was kinked. The stenosed target lesion was located at vertebral artery. A 5.0mmx15mmx150cm express sd stent was selected for vertebral artery stenting. However, during preparation, it was noted that the stent was kinked. The procedure was completed with another of same device. The patient's condition following the procedure was stable. It was further reported that it was the tip that kinked, and no damage was noted on the device packaging.

Manufacturer narrative:
B1: updated with product problem. Device evaluation by manufacturer: the express vascular sd was returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the stent is damage. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no damage or irregularities. Product analysis confirmed the stent is damaged.

Event description:
It was reported that stent was kinked. The stenosed target lesion was located at vertebral artery. A 5.0mmx15mmx150cm express sd stent was selected for vertebral artery stenting. However, during preparation, it was noted that the stent was kinked. The procedure was completed with another of same device. The patient's condition following the procedure was stable.

Event description:
It was reported that stent was kinked. The stenosed target lesion was located at vertebral artery. A 5.0mmx15mmx150cm express sd stent was selected for vertebral artery stenting. However, during preparation, it was noted that the stent was kinked. The procedure was completed with another of same device. The patient's condition following the procedure was stable. It was further reported that it was the tip that kinked, and no damage was noted on the device packaging.